Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and high outputs. The physician confirmed that due to phrenic nerve stimulation, the current vector is the only vector that can be used. No intervention is planned and the patient will be monitored. No adverse patient effects were reported.